Event description:
Customer alleges the device is inappropriately dumping its charge. No reported pt involvement. Service representative has been unable to duplicate the reported malfunction, investigation is ongoing.